Event description:
Related manufacturer report number:1627487-2023-02710. It was reported that the patient's lead extensions had invalid impedances and were noticed to be disconnected via x-ray imaging. Surgical intervention was undertaken wherein the patient's lead extensions were explanted and replaced. During the surgery the patient's ipg was also electively replaced due to physician preference. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated. The extensions were explanted and replaced due to disconnection and invalid impedances. The ipg was replaced per doctor's preference. No allegations against the device. Therapy was resumed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.